Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. This event occurred during use with patient involvement. The transfer set has been in use since (B)(6) 2017. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. Visual inspection identified broken occluder feet on the unit in the provided photo. The broken occluder feet are indicative of causing a leak through the set. The reported condition was verified. An assignable cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.